Event description:
An altitude alarm was reported on the customer's pump. There was no reported impact to the customer¿s blood glucose level. The customer received tips from technical support to prevent future altitude alarms and was able to resume insulin delivery using the original cartridge.